Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of peel-away sheath split prematurely was unable to be confirmed by the photo as the photo was unclear. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator asthis can lead to venospasm, vessel perforation, bleeding, or component damage." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "at 20:40 hours, following appropriate aseptic technique, PICC catheter insertion was initiated. However, after adva ncing the guidewire and attempting to advance the peel-away sheath, the sheath ruptured at its proximal third, which prevented further advancement." A replacement catheter was used successfully. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "at 20:40 hours, following appropriate aseptic technique, PICC catheter insertion was initiated. However, after advancing the guidewire and attempting to advance the peel-away sheath, the sheath ruptured at its proximal third, which prevented further advancement." A replacement catheter was used successfully. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".